Event description:
It was reported that the customer experienced a motor error alarm. The customer's blood glucose level was 108 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and broken battery tube threads.